Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the pacemaker and right ventricular (rv) lead during implant. High pacing threshold measurements were also observed. Several attempts were made to reposition the lead but good measurements could not be obtained. Hence, the lead was explanted and replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--